Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found on the tip of the bd¿ 20 ml syringe with needle. There was no report of injury or medical intervention.

Manufacturer narrative:
We have been provided with the affected, which presented foreign matter particles inside the syringe, what confirmed the reported issue. We have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qa nor ncmr's. Syringes were packed in machine nº2011 (B)(6) 2017). Syringes were assembled in machine, nº4252, and nº4251, in lot #7100073 (B)(6) 2017). Research has found no problems, defects or qn related to the reported issue. We have also reviewed the barrel lots #7100035, and #7089485 and no problems, defects or qn related to the reported issue were found. We have also reviewed the plunger lots #7114316, #7100040, and #7089486 and no problems, defects or qn related to the reported issue were found. The returned sample presented foreign matter inside the syringe. We could confirm the reported issue. The affected sample was returned for our evaluation. After the evaluation of the sample and the discussion with our production supervisors, we have determined that the foreign matter of the non-conformance consists of an amount of agglomerate dust particles. The dust in this case came from the hopper of the assembly machine. In that case, we consider that because of a punctual failure in the cleaning procedures by the operator, the presence of this particulates in the hopper was permitted during manufacturing. On the other hand, based on the preventive measures and our stringent sampling inspection, we are confident that this has been an isolated case and any probability of occurrence should be very exceptional.